Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2015, it was observed that the patient had hypotony as well as choroidal effusion in the implanted eye. The surgeon pressure patched the patient on (B)(6) 2015. During the follow-up visit on (B)(6) 2015, the patient continued to have hypotony and choroidal effusion. On (B)(6) 2015, the surgeon performed revision surgery during which he removed and replaced an interrupted suture, placed a new mattress suture around the cable, and replaced the pericardial graft. During the follow-up visits on (B)(6) 2015 and (B)(6) 2015, the patient's intraocular pressure returned to normal, and the choroidal effusion had gone as well. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.